Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes an admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. In (B)(6) 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on (B)(6) 2024. Kenvue recently moved to its new corporate headquarters in (B)(6) its previous corporate headquarters was (B)(6). Device was used for treatment, not diagnosis. A1, a2, a4, a5, a6: identifier, age, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA not applicable babgenusunsp babgenusunsp, lot number ¿ ni. D4: 510(k) exempt device I complaint. UDI and lot number are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e0402 also refers to the consumer alleged "allergic reaction (gets red, experienced significant irritation)". E2402 refers to consumer "intentional misuse/off-label use" of the product. The consumer applied the product on her ¿breast after applying a bandage¿ and reported ¿severe allergic reactions¿ (interpreted as application site allergy, subsumed red, irritation). It was also reported that the consumer required unspecified ¿medical intervention¿, no further details reported. Based on available information, no hospitalization, no significant intervention reported and no other seriousness criteria met. If additional information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer of unknown age applied an unspecified band-aid product to her breast and after applying it got red. Consumer reported having severe allergic reaction and experienced significant irritation. It was also reported the consumer required unspecified medical intervention. No further details were reported.